Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The other additional graftmaster is being filed under a separate medwatch report number. Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a free perforation in the proximal left anterior descending coronary artery. Following post-dilatation, the patient developed a coronary perforation, so CPR was performed. A 4.5x26mm graftmaster covered stent delivery system failed to cross due to the anatomy. A 3.5x16mm graftmaster covered stent was deployed but was not confirmed to have sealed the perforation, so a pericardial drain was used to treat the perforation as well. An attempt to insert an impella was made but was unsuccessful due to the anatomy. Despite further CPR, patient in pulseless electrical activity showing no pulse, so the patient was pronounced dead. No additional information was provided.